Event description:
Blood sugar value 70 mmol/l [hyperglycaemia]. A pt who has been using insulatard and actrapid was in december switched to lantus and novorapid (dates unknown). Two days later they were brought to the hospital by ambulance with a blood glucose level of 70 mmol/l. They were dismissed from hospital and a couple of days later they were admitted again. It was discovered that they were using novofine needles to the lantus optiset pen and they did not fit. Which resulted in bend needles and very little or no insulin was injected. The pt complained to aventis and it was stated in the report that the needles were the problem. Then the pt was switched from lantus to levemir and they have recovered.

Event description:
Blood sugar value 70 mmol/l[hyperglycaemia]. Case description: this spontaneous case received from a swedish consumer was reported as "blood sugar value 70 mmol/l", concerns a female (age unk) using a novofinn 8 mm (30g) needle, novorapid flexpen (insulin aspart) and lantus (insulin glargine) due to diabetes mellitus (type unk) diagnosed in 1961. The pt, who has been using insulatard and actrapid, was switched to lantus, optiset and novorapid in dec-2004. Two days later she was brought to the hosp by ambulance with a blood glucose level of 70 mmol/l. She was discharged from the hosp but approx 12 hours later she was admitted again, the pt was considered not recovered in between. It was discovered that she was using novofine needles with the lantus optiset pen and they did not fit, which resulted in bended needles and very little or no insulin was injected. The pt complained to aventis and in an answering letter aventis stated that the needles were the problem. Aventis recommended to use ypsimed penfine and bd microfine needles only when using their optiset pen. The pt stated that she did not receive this instruction. The pt was switched from lantus to levemir flexpen in dec 2004. The pt recovered from the event. Analysis result: product 1: novofinn g30, 8mm lot no.: unk, product 2: novorapid flex pen, 100 u/ml 3 ml, lot no: unk, product 3: lantus, lot no.: unk. As neither bach number nor samples were available, no investigation of the product or of reference sample could be performed. Follow-up information was received in oct 2005. Since last submission of the case, the following information has been added: -analysis result, therapy dates of lantus, other relevant history, narrative (product instructions from aventis, therapy dates of lantus and optiset, duration of diabetes mellitus.